Event description:
It was reported that after a left ventricular lead was implanted, a hematoma developed and was treated with drainage and antibiotics. Approximately one month later, the lead was found to be dislodged and a pocket hematoma was present. The pocket was drained. The lead was repositioned, and it remains in use. The patient is a participant in the minerva study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The provided product performance information was not analyzed due to the nature of the event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.